Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed swelling and pain at the magnet site during an MRI (1.5 tesla), subsequently the patient was treated with a topical application (type and duration unknown).